Manufacturer narrative:
Approximate age of device ¿ 2 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that arterial fibrillation occurred on the first post operative day in the ICU requiring cardioversion on (B)(6) 2016. Reportedly, the cardiac arrhythmia was possibly related to the medical procedure. Amiodarone was started on (B)(6) 2016 and stopped on (B)(6) 2016, and the issue reportedly resolved. No additional information was provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.